Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 408 mg/dl at the time of incident and other blood glucose values were 361 mg/dl, 147 mg/dl and 100 mg/dl, 80 mg/dl, 73 mg/dl, 188 mg/dl, 287 mg/dl and 343 mg/dl and also 418 mg/dl. The insulin pump will not be returned for analysis.